Manufacturer narrative:
This investigation is ongoing, upon further information this investigation will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains implanted with a revision planned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is completed, should additional information become available this investigation will be updated.

Event description:
Additional information noted that this device was explanted and was discarded, no additional adverse patient effects were reported.